Manufacturer narrative:
D9 - date returned to mfg on 8/23/2023. Received one used partial. List #011-46103-05, safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount; lot #6024117. The reported complaint of separation was confirmed on the returned set. During visual inspection, the safeset reservoir and the 2- way stopcock was received separated. When microscopically examined, insufficient adhesive coverage in the safeset reservoir (inner diameter) luer and on the female luer of the 2- way stopcock was observed. The luer pocket was not tacky. The probable cause of the insufficient adhesive coverage on the 2- way stopcock luer had occurred due to and error during assembly at manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount where it was reported that while a patient was being invasively monitored through an art line, the bonding between the sampling port and 2-way valve came apart resulting in blood flushing through the art line. There was unspecified medication being used with this product. The event occurred at 8am. There was patient involvement but no patient harm.